Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, the reported was confirmed and it is likely that this fault pattern is most likely attributable to an undetected manufacturing defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the resection electrode loop was oval instead of the normal shape. The issue was found during preparation for use in a transurethral resection of the prostate procedure, which was completed with a new loop. There were no reports of patient harm.